Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a failed battery test. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had blank display. The customer stated that the insulin pump had battery out limit but issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The stop (idle) current and run current measurement tests are within specification. Device also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing. (B)(4).